Manufacturer narrative:
(B)(4). (B)(6). There was no reported device malfunction and the product was not returned. The reported patient effects of occlusion and ischemia, as listed in the graftmaster rx coronary stent graft system, instructions for use are known patient effects that may be associated with use of a coronary stent in native coronary arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device. The graftmaster 2.8x19 referenced is being filed under a separate medwatch report number.

Event description:
It was reported that the patient presented with a free perforation in the mid left anterior descending (lad) coronary artery after undergoing rotoblator atherectomy. Pre-procedure, an impella pump was placed due to chronic heart failure. An attempt was then made to cross the perforation with a 2.8x19 rx graftmaster covered stent system, but it was unable to be advanced due to patient anatomy and was, thus, withdrawn undeployed. A 2.8x16 rx graftmaster was advanced and deployed at 15 atmospheres, sealing the perforation, but resulted in occlusion of the sidebranch diagonal coronary artery with minimal flow to that branch at the end of the case; as this occluded sidebranch was not of concern, it was left untreated. There were no other issues with these graftmasters. The failure to cross contributed to a slight delay in treating the perforation, but the perforation stayed contained with the support of the impella pump placed pre-procedure. The patient remains hospitalized as of (B)(6) 2016. In the opinion of the physician, the prolonged hospitalization is due to other patient comorbidities and is not in any way related to graftmaster use. No additional information was provided.